Event description:
It was reported a patient allegedly fell out of bed due to the bed exit not alarming. No defect was found and no additional information has been provided pertaining to the patient.

Manufacturer narrative:
Supplemental submitted to report that after follow-up with the user facility, it was learned that there had been no event of a patient fall from this unit, and the fall had been reported in error.

Event description:
It was reported a patient allegedly fell out of bed due to the bed exit not alarming. No defect was found and no additional information has been provided pertaining to the patient.